Manufacturer narrative:
G4:12apr2021, b4:14apr2021. A philips authorized representative evaluated the device. The reported issue was confirmed and traced to a faulty motor controller pcba, power management pcba, and a cpu pcba. The device's serial number was listed on the unit affected list and is a part of the field change order. A review of the provided diagnostic report (drpt) from 21jan2021, showed the device generated blower stalled, auxiliary alarm supply failed, and patient disconnect error codes. On 22jan2021, the device generated a 35 v supply failed error code. The technician replaced the motor controller pcba, power management pcba, and a cpu pcba. The device passed all performance verification tests and was returned to the customer. This reporter stated that a patient of unknown age, gender, height, and weight was admitted to a hospital on an unknown date with the admitting diagnosis not reported. No relevant medical history, relevant past drug history or relevant concomitant medical products were reported. While admitted on an unknown date, the patient was prescribed ventilation therapy via the respironics v60 ventilator; prescription, device settings, configuration, patient circuit, and patient interface not reported. While admitted on (B)(6) 2021, the patient was receiving therapy via the v60 device, the device generated a high priority alarm; details were not provided, and the patient experienced an event of a decrease in peripheral oxygen capillary saturation (spo2) to 35%. No medical intervention was reported, and the event of oxygen desaturation resolved. This was a malfunction of the motor controller pcba, power management pcba, and a cpu pcba. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
The motor controller printed circuit board assembly (mc pcba) was returned for failure analysis. Visual inspection of the motor controller (mc) pcba revealed no evidence of damage or contamination. The mc pcba was tested and displayed an auxiliary alarm supply failed (e/c 1115) and a backup alarm failed (e/c 1104). During debugging, the mc pcba found c202 (capacitor) shorted on the mc pcba. The shorted c202 on the mc pcba created the 1115 and 1104 error codes.

Manufacturer narrative:
Event date: (B)(6) 2021. Report date: 02feb2021.

Event description:
A customer reported to philips that while delivering therapy to a patient, the respironics v60 ventilator generated a high priority alarm; details not provided and the patient experienced an event of a decrease in peripheral oxygen capillary saturation (spo2) to 35%. The customer reported that the unit was in use on a patient at the time of the reported device behavior and adverse event.